Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported sharp metal object could not be confirmed. A conclusive cause for the reported sharp metal object could not be determined. The reported needle to cuff miss and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a proglide device with a 6f sheath after an interventional procedure. Reportedly, a suture retrieval issue occurred when the proglide plunger was retracted. When the proglide device was removed from the anatomy a "sharp metal object" was reported to be protruding at the black tube and silver connection. Hemostasis was achieved using a second proglide device. There were no adverse patient sequelae. No clinically significant delay in the procedure reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.